Event description:
It was reported that this (rv) lead exhibited a high out of range shock impedance measurement. This occurred after the patient¿s car was rear ended. Technical services (ts) was consulted and review of available data showed it was a sudden jump, with electromagnetic interference (emi) been the suspected cause. Ts advised patient follow up to rule out a lead fracture. This rv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).